Event description:
Head on toothbrush keeps falling off - oral-b [device breakage]. Case narrative: female consumer stated that the oral-b toothbrush head on their oral-b toothbrush kept falling off. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Manufacturer narrative:
(B)(6) 2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Head on toothbrush keeps falling off - oral-b [device breakage] case narrative: female consumer stated that the oral-b toothbrush head on their oral-b toothbrush kept falling off. No injury was reported. (B)(6) 2023 case update: the suspect product lot was pc g112. No injury was reported. (B)(6) 2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3772 pro 3 3900 model d505.523.3h. The concomitant product was confirmed to be oral-b power oral care refills floss action. No injury was reported.